Event description:
(B)(4). Migraines, weight gain, it band syndrome, unexplained swelling, elevated c-reactive protein (last 5 yrs), wrist pain, dental issues, acute burning pain in legs (especially right), prior to hysterectomy in 2009- excessive bleeding and cramping during menstrual cycles, memory loss, mood swings, aggression